Event description:
Sorin group (B)(4) received a report that the arterial pump of the stockert compact system alarmed and then shut down during a procedure. Hand-cranking was used to maintain blood flow for approx 1-2 mins until function was regained by power cycling the pump and the case was completed without further issue. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Received a report that the arterial pump of the stockert compact system alarmed and then shut down during a procedure. Hand-cracking was used to maintain blood flow for approx 1-2 mins unit function was regained by power cycling the pump and the case was completed without further issue. There was no report of pt injury. A sorin group field svc rep was dispatched to the facility to investigate. While at the facility the field svc rep checked the machine's memory and found no errors were recorded on the day of the reported incident. The field svc rep re-seated the motor control boards and completed a full functional check and preventive maintenance with no problems. The device performed as expected and was returned to svc. The investigation is ongoing. A f/u report will be sent when the investigation is complete.